Manufacturer narrative:
An investigation on the reagent kit lot did not identify and product problem. A review of the data revealed late CT values indicative a low titer sample near the limit of detection (lod). Lod samples are expected to waiver between positive and negative upon repeat. Additionally, it is likely the discrepancy between results is due to the difference in technologies between the two platforms used. Additionally, due to differences in algorithms and method sensitivities, results between different assays may vary. (B)(4).

Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged the generation of discrepant sars-cov-2 result for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged sample generated a sars-cov-2 positive, flu a negative and flu b negative result in the initial test on the cobas liat system (sn (B)(4)). This sample was retested on the genexpert system and generated negative results for three targets. The negative result was released. No harm was alleged. An investigation is ongoing.